Manufacturer narrative:
The company has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.